Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been experiencing discomfort at the ipg site since losing weight. The pt's ipg is also no longer secure in the pocket. The pt will discuss the next course of action with her doctor.